Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the rotawire fractured and was unable to be retrieved. During wire placement of a 330 cm rotawire floppy in the septal branches, resistance was felt. It was then noted the wire fractured and was unable to be retrieved as the septal branch was to small. The procedure was completed with another device. No further patient complications were reported and the patient was stable post procedure.